Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), implanted: explanted: product type h3: analysis of the controller, model 97745nt, s/n (B)(6), found lcd damaged and main board damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that the patient claimed that they had plugged the controller into the wall, then attempted to charge the ins, and the controller screen went blank on the remote. The patient att empted to remove the controller battery, tried to connect it to the ac adapter but they were not able to resolve the issue. The remote would not power on. The rep was not with the patient. The rep will follow-up with the patient. The patient called in and repeated the previously documented information. The patient said the screen was coming on now, but was unresponsive to the touch when they tried to unlock the controller. The manufacturer's patient services specialist (pss) had the patient reset the controller with the ac power cord and without the battery pack inserted; the screen came on and the green light flashed when the battery pack was reinserted. When the patient tried to unlock the controller after the successful reset, the screen was still not reacting to touch to unlock. A replacement controller was sent out. No patient symptoms were reported.

Manufacturer narrative:
Section references the main component of the system. Other medical products in use during the event include: brand name ; product ID (B)(4) (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.